Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The ECG d was cut off of the cable. The cause of the failure was ECG d cut off of the cable. The root cause for the ECG d cut off of the cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete incoming functionality testing.